Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the femoral iliac vein and inferior vena cava using the lightning aspiration tubing (lightning) and indigo system separator 12 (sep12). During the procedure, the physician made several attempts to insert the sep12 into the rotating hemostasis valve (rhv) without success. The physician loosened the rhv and reattached it; however, the rhv would not tighten to maintain full aspiration. Therefore, the physician inserted a peel away sheath into the rhv and was able to maintain full aspiration. The procedure was completed using the same sep12 and lightning. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the following sections were incorrectly reported on the initial MFR report and are being corrected on this follow-up #01 MFR report:3005168196-2020-01482. 1. Section d. Box 1. Brand name. 2. Section g. Box 5. 510 (k). Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative indicated that the device was disposed of and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder